Event description:
Additional information was received on (B)(6) 2010 which clarifies the event and corrects some of the information from the initial report: this manufacturer report (MFR) and manufacturer report 3005099803-2010-05005 address the same patient. An esophageal varix banding procedure using a speedband superview super 7 multiple band ligator was performed on (B)(6) 2010 by dr. (B)(6). There was adequate preparation and the device was in place, however the band failed to deploy (this event is addressed by this report MFR 3005099803-2010-05004). The procedure was aborted. A second esophageal varix banding procedure with a second speedband superview super 7 multiple band ligator was attempted by dr. (B)(6) on (B)(6) 2010. There was adequate preparation and the device was in place; however the band failed to deploy. The procedure was aborted and it is unknown how the patient was ultimately treated (although the patient's condition has been reported as "stable").

Event description:
It was reported via trial that after the implantation of the xact stent in the left internal carotid artery, the patient experienced a stroke with right-sided hemiparesis. The patient's hospitalization was prolonged and the patient was given supportive medical treatment. The patient's condition has improved, but is continuing. The patient was discharged six days post procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of cerebrovascular accident (stroke) is a known adverse event listed in the xact instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.